Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was recommended to replace the cable unit. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Report source: other (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The evaluators did confirm a twisted cable, but did not experience any image deviations while testing the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd 3cmos camera head was intermittently loosing the image during a therapeutic procedure. According to the initial reporter, the procedure was completed using a similar device with no delays or injury to the patient.